Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging apply sample - meter. The reporter alleged meter shows 'apply sample' even when the sample is applied and strings are working with another meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.